Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned

Event description:
The head of a 30mm torx screw came off whilst it was being implanted. The screw body was implanted when the head broke. The exposed section of the screw was burred down, as not to protrude from the cup.

Manufacturer narrative:
An event regarding crack/fracture involving a hip screw intra-operatively was reported. The event was confirmed by visual inspection of the returned product. Method & results: device evaluation and results: one section of a screw was returned for evaluation. The screw was returned fractured. A review of the returned device by a material analysis engineer indicated: fracture observed on screw consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepanices were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event reported that a 30mm torx screw fractured intra-operatively. One section of a screw was returned for evaluation. The screw was returned fractured. A review of the returned device by a material analysis engineer indicated: fracture observed on screw consistent with an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The head of a 30mm torx screw came off whilst it was being implanted. The screw body was implanted when the head broke. The exposed section of the screw was burred down, as not to protrude from the cup.